Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient was feeling weak, foggy, and not feeling well. The patient applied a new sensor but does not recall if she started the pairing process. The patient lost consciousness and the next thing she remembered was waking up to 3 paramedics around her. The patient stated she was not aware of what happened to her and was not aware of what had been used to treat her. It was later confirmed that patient¿s son-law checked in on the patient and put ¿sugar¿ in her mouth prior to ems¿ arrival. Once ems arrived and tested her bg meter reading, it was between 30-40 mg/dl. There was no documentation of what the patient¿s cgm was displaying at this time. The patient was ¿stable¿ after ems left. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.